Manufacturer narrative:
(B)(4). The device was received for evaluation along with nine unused sample from the same lot. A visual inspection and flow rate testing were performed. The devices were found to flow within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a flogard solution administration set that back flowed. The user attempted to load the set into the unknown infusion pump and it would not fit; however, the set was turned upside down and was loaded into the pump. When the infusion was started blood was observed backing up the line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.